Manufacturer narrative:
Received 20 loose pieces of 450230/b21023l9 for evaluation. Received customer pictures. We have no further inventory of this material/batch. We have no further complaints for this material/batch. A review of quality and production records revealed no deviations in association with the reported issues. Customer samples were visually evaluated. All samples were confirmed to be correctly assembled, and no deviations were noted. Samples were functionally checked to ensure proper activation of the safety mechanism. After properly threading a multi-sample needle into each quickshield, the safety mechanisms for ten sample pieces were activated according to our IFU using the stable surface technique, and ten sample pieces were activated according to our IFU using the thumb/finger technique. All safety shields engaged properly, clicking into place without bending of the needles. The reported event could not be duplicated.

Manufacturer narrative:
(B)(4). The safety holder was used together with the needle, item 450062 - see MDR 8020040-2021-00033. Samples from the customer were only recently received. As soon as the investigation of the event is completed, a supplemental report will be filed.

Event description:
Customer states when the psr (phlebotomist) attempted to engage the safety shield from the base,the needle bent and the psr was stuck by dirty needle. The date of occurrence was (B)(6) 2021. Used another needle/hub (holder) from the same lots and the needle bent again. The incident was reported by the end user to quest ehs for follow up and proper treatment for the psr.